Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The wrong intraocular lens (iol) was implanted; therefore, it had to be explanted. The patient is doing fine. There was no wound enlargement or consequence. The patient's iol selection document indicated "tecnis" iol. That iol was interpreted to be a multifocal, not realizing that the symfony iol is also a tecnis iol. When the patient went in for the one day post-operative check, she said she was supposed to get the symfony. The correct iol was implanted the next day. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 6/20/2017. Device returned to manufacturer? Yes. Device evaluation: visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens, additional analysis is not possible. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.